Event description:
Admit: [redacted]-admission day zero at 0141. [Redacted]-day 2 wound care ordered a citadel plus atmos air. [Redacted]-day 5 arjo was notified on bed not being functional and is going to get swapped out.. [Redacted]-day 11 arjo replaced siderail of the left foot due to damage. [Redacted]-day 31 the patient was discharged. [Redacted]-4 days of [redacted]-last year, then again from [redacted-redacted]-6 days in the attachment, it states: [redacted] screws still attached but barely hanging on, inserts were pulled from plastic [redacted] panel partial detachment from the bed, and the issue may result is patient fall.